Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient's blood glucose (bg) reading is 'high', with increased thirst and urination. Patient required no unusual treatment. During troubleshooting customer support (cs) found no potential causes of an inaccurate delivery issue: time/date were correct, basal and bolus histories were as expected. Cs did find that the patient was overriding dosage recommended by bolus calculator feature and attributed the bg excursion to training/misuse error. The patient was referred to a hcp for diabetes management education. This complaint is being reported because the patient experienced hyperglycemia related to user error.